Event description:
Patient with history of radial keratotomy (rk) had the light adjustable lens explanted from the right eye as the desired refractive outcome was not achieved after light adjustment treatments.

Manufacturer narrative:
Patient with history of radial keratotomy (rk) had the light adjustable lens explanted from the right eye as the desired refractive outcome was not achieved after light adjustment treatments. The explanted lens was not returned for evaluation. Multiple follow-up attempts were made to have the lens returned.

Manufacturer narrative:
Patient with history of radial keratotomy (rk) had the light adjustable lens explanted from the right eye as the desired refractive outcome was not achieved after light adjustment treatments. Device history record for the lens was reviewed. No issues were noted. The explanted lens is in process of being returned for evaluation.

Event description:
Patient with history of radial keratotomy (rk) had the light adjustable lens explanted from the right eye as the desired refractive outcome was not achieved after light adjustment treatments.